Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral oophorectomy due to adenomyosis, while suturing, the suture and needle were detached from the connection. Surgical consultation was required. C-arm x-ray machine and color doppler ultrasound were used for localization, and the needle that fell off was found and retrieved and a new suture was used to resolve the issue.